Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was experiencing symptoms of dizziness, nausea, and vomiting. The patient¿s cgm was reading 60 mg/dl while the bg meter was reading 585 mg/dl. The patient self-treated with insulin via her omnipod insulin pump. The patient eventually called 911 due the symptoms she was experiencing. Once ems arrived, the patient¿s bg meter reading was taken, but the specific value could not be recalled. The patient was transported to the emergency room. At the emergency room, the patient had blood work done. She was treated with zofran and IV fluids. The patient was discharged home around 1am the following day (less than 24 hours). Once at home, the patient replaced the sensor. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.